Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the front panel was blinked when the power supply was turned on. The field service engineer checked the subject device on site, the reported phenomenon was duplicated. The field service engineer reconnected the cable inside the subject device which connecting the front panel and the electrical circuit board, however the issue could not be resolved. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The field service engineer reconnected the cable inside the subject device which connecting the front panel and the electrical circuit board, the issue was resolved. Based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the poor contact due to rust and/or corrosion by long-term use, because more than thirteen years had passed since the subject device was manufactured. There was the possibility that rust and/or corrosion were eliminated by disconnecting and reconnecting, and the issue could not occur. If additional information becomes available, this report will be supplemented.